Event description:
Customer reported experiencing high blood glucose readings of 370 mg/dl and ketones. Customer stated that they have been to the emergency room twice. Customer mentioned dropping the insulin pump in the toilet. Low reservoir alarm was noted in the alarm history. Self test was also performed and passed. Customer's blood glucose reading at the time of the call was 293 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.